Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The difficulty to remove was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty to remove of the protective sheath.

Event description:
It was reported during preparation of the 3.25 x 15 mm nc trek balloon catheter, the protective sheath was stuck on the balloon. The balloon catheter was not used. A new 3.25 x 15 mm nc trek was used successfully in the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.